Event description:
When heating up to target temperature saw extreme fluctuations. Generator showed "no needle selected" message. Disconnected and reconnected main cable. Disconnected and reconnected thermopad "aux" cable. Tried second device and all of the above behavior happended again with "no device present" and "bad device or connection" error messages. Proceeded to try 2 different devices and "op" appeared for temp #4 on both . Tried a different main cable with same results. This patient showed some bleeding from lung during case dr did not implement intervention and did not mention complications.